Event description:
Device 5 of 5. Reference MFR reports: 1627487-2011-10444, 10445, 10446 and 10447.

Manufacturer narrative:
Eval, results: as received, visual examination of the leads revealed no anomalies that could have caused erosion. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.